Manufacturer narrative:
(B)(4). A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2015, information was received from a foreign healthcare professional (hcp) via a daiichi manufacturer representative (rep) regarding a patient who was receiving intrathecal baclofen at an unknown dose and frequency via an implantable pump for an unknown indication. On an unknown date, during a surgery when it became time to connect the distal and proximal catheter segments, "the collet had slipped off". Additional detail provided reported that one side of the collet part of the connector had slipped off and could not be found. The device could not be used and was replaced during the surgery with an accessory kit. Additional information has been requested regarding event date, but it was not available at the time of this report.

Manufacturer narrative:
Analysis of the catheter found the pin connector collet was detached or missing. As received, one of the collets was present and not in position, while the other collet was missing. No anomaly was seen on the lock or detent tabs.

Manufacturer narrative:
The previously reported conclusion code no longer applies to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.